Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device result was 456 mg/dl and the lab measured 336 mg/dl performed nineteen minutes apart. Reporter indicated the pt did not receive any treatment as a result of the alleged incident. Reporter stated controls were used and was within an acceptable range. Reporter also stated that the pt's magnesium intake may exceed interferring substance limits. A request was made for the return of the suspect device and replacement product was sent.